Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included information in f7: report type. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR).

Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, no leak is visible. Due to the nature of the provided samples, no further testing could be performed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed originating from one of the joints of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.